Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery voltage was low, at 6.1 volts. Low battery indication is 7.2 volts nominal and end of operation is at 6.3 volts nominal. It was also noted that the lower case was broken, the battery release was contaminated, the control knobs were contaminated, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) shut off on its own during a preventive maintenance check. It was further noted the epg would also shut off when the bottom case was squeezed. The epg was returned for repair. There was no patient involvement.